Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient had lost weight (not device related) causing the ipg to move superficially and the skin covering the ipg was getting thin. The physician moved the ipg and created a deeper pocket. The patient is reportedly doing well following the procedure.